Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited failure to interrogate using bluetooth telemetry. No patient consequences.

Manufacturer narrative:
The reported event of the user being unable to pair the device with the mymerlinpulse application was confirmed. It was determined that there were repeated pairing failures present with mobile devices only; although the device was able to successfully communicate with the merlin programmer. It was determined that the cause of the incident was due to the bluetooth chip anomaly.